Event description:
Per medwatch form: mw5106871 (report date: (B)(6) 2022). Spontaneous call from patient reporting cassette malfunction and error on pump which read 'no disposable- pump won't run'. Patient was able to correct the error by changing the cassette. No other information known. Lot number not provided. No injury. Reported to (B)(6) by pt/caregiver. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add 'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes ; what is the outcome of the event? Resolved. Additional information received via email and attached on 25-feb-22: patient details.